Event description:
It was reported that the pump touch screen became shattered and unreadable after the pump was taken out of a suitcase. Customer¿s blood glucose was 95 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.